Event description:
It was reported that the valve was removed from the pt on (B)(6) 2012 due to suspected valve failure (under drainage). The physician and sales rep did not believe the problem was with the valve. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.